Manufacturer narrative:
The device was received for evaluation. A review of event history log revealed an air in line alarm was cleared. The device was loaded successfully and a set was run without discrepancies. Functional air in line testing was performed and the device met specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the air in line alarm could not be determined as evidence in the log could indicate a true or false alarm. No device correction required for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.